Event description:
The article, "initial experience with an amplatzer cribriform occluder in patients with atrial septal defects in pakistan", was reviewed. The article presented a case study of a 38-year-old female patient with a multi-fenestrated atrial septal defect, with left to right shunt, and right ventricle overload. It was reported that on an unknown date, a 25mm amplatzer multi-fenestrated septal occluder - crbriform was chosen for implant. It was reported the 25mm cribriform was replaced with a 30mm crbriform due to residual shunt noted with the 25mm cribriform. The replacement device was successfully implanted and the patient was discharged. The article concluded that the amplatzer cribriform occluder (aco) is a good choice for young adult patients' asd closure, showing good safety and efficacy. To verify these results and evaluate the long-term functioning of the device, more prospective trials with larger cohorts are required. [The primary and corresponding author was saadia ilyas, pediatric cardiology, lady reading hospital, peshawar, pak 2. Paediatric cardiology, lady reading hospital, peshawar, pakistan, with corresponding email: saadia76@gmail.com]

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer cribriform occluder were reported in a research article in a subject population with unknown co-morbidities. Some of the complications reported were residual shunt requiring surgical intervention for replacement. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Literature attachment: article title "initial experience with an amplatzer cribriform occluder in patients with atrial septal defects in pakistan" d4: the UDI number is not known as the lot number was not provided.